Manufacturer narrative:
Additional information: a-5a, a-5b, g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted noted that one catheter, with visible signs of use. The returned device was submerged underwater, which caused air bubbles to rise. This revealed a crack/leak in the cuff of the catheter, confirming the reported condition. It was reported that there was a hole on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during implantation, it was found that the cuff on the outside was broken. There was no excessive force used on the device. The titanium connector was the other product being utilized with the device. The patient was treated with general anesthesia. The lumen was flushed prior to use. The catheter was removed, and a new catheter was placed was the remedial action done and the intervention/treatment required as a result of the event. There was no reported patient injury.